Event description:
The customer reported bellavista1000 having alarm 379 - "no o2 dosing possible. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for investigation. Vyaire medical technical support reviewed the unit logs provided and confirmed that the o2 dosing valve is leaking. Results of investigation: recommended part replacement under warranty. Vyaire medical determined the root cause due to leaking o2 dosing proportional valve. Customer placed order for new part replacement.